Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had initial satisfaction with the device/therapy, then began having pain at the pocket site. The patient denied any environmental/external/patient factors that may have led or contributed to the issue. The patient was evaluated in the office and lead impedance was noted. The patient was scheduled for surgery and the system was removed and replaced and the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) model 3023 serial #(B)(4) reported that visual examination revealed a punch-out hole in the #3 setscrew grommet. Testing of the programmable features and output ranges determined the ins was functioning normally. Due to the nature of the reported complaint, a ¿connector block leakage test¿ was performed and abnormal impedances were observed. The ins passed all functional tests (good stable output seen) but failed the connector block leakage test for electrode #3. The ins had been returned with the extension connected which indicated that the punch-out hole most likely did not occur at the time of explant. It could not be determined that the punch-out hole was the cause of the complaint due to the parameters of the device when received for analysis. Parameters were e1(-)e0(+) which did not include electrode #3. Telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.